Event description:
No additional information received from the customer.

Event description:
The prior MDR -02 was submitted inadvertently.

Event description:
No additional information received from customer. This report is supplemented to correct the h6 health effect - clinical code- liver abscess. This report is linked to patient identifiers: (B)(6).

Event description:
It was reported that post therapeutic ercp-stent placement procedure (dates presently unknown), three patients returned to the facility because of liver abscess. A procedural delay was reported. The procedure was completed with a competitors device with a delay of greater than 30 minutes. Furthermore, it was noted that the scope could only be deployed halfway and in one of the procedures, the scope elevator¿s lacked of full range of motion and thus the scope had to be withdrawn from the patient and the rest of the procedure was performed with a disposable scope manufactured by a competitor. Reportedly, the scope was culture tested following each procedure and the results were negative. It was found that small blue debris was left on the distal tip of the scope was visibile inside the working channel near the elevator. This complaint is for the second patient who returned to the facility with liver abscess. This report is linked to patient identifiers: (B)(6).